Event description:
A customer reported discrepant results for hepatitis b surface antigen (hbsag) for one pt's sample as compared to previously generated results on the same pt. A false negative hbsag result could present a risk to public health. There was no result of pt harm as a result of this event.